Event description:
It was reported that via routine remote transmission an anomaly with the data display was observed. The transmission had multiple command shock indications, however, review of the episode directory showed no electrograms associated with it. The patient had not felt any therapy. The issue was resolved with a re-transmission. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.